Manufacturer narrative:
The complaint description states that the end of guide has split. The device associated to the complaint was returned for analysis. The returned instrument presents a new design ((B)(4)) and break of the plastic extremity, no break of the index metal. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. ((B)(4)). For this batch, there was no deviation or failure investigation report. Previous investigations found the metal tip breakage was due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via (B)(4). The complaint sample is the new design manufactured after the change. Commercialized product development is aware of the failure and the trend is monitored during post market surveillance reviews. Based on the information received and the investigation performed on the product received, the root cause of the incident is attributed to product wear. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
End of guide has split.